Manufacturer narrative:
While investigating and servicing the autopulse platform (sn (B)(6)), it was found that the battery guide spring within the battery compartment was bent. This deformation hindered the proper insertion of the battery, causing the platform to become non-functional. The observed issue seemed to result from a harsh impact due to user handling. The battery guide spring was replaced to remedy the problem. After the service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During the investigation and servicing of the autopulse platform (sn (B)(6)), it was discovered that the battery guide spring inside the battery compartment was bent. This deformation prevented the battery from being properly inserted, rendering the platform non-functional. No patient involvement.